Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl and 425 mg/dl at the time of incident and the current blood glucose level was 258 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer states they recently did a bolus but that one was not showing in the history, also states that they had getting a lot of missed bolus alarms, customer stated that this was due to the insulin pump was in suspend. The device will not be returned for analysis.